Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that they were at the doctor's office and the doctor was having major problems with the pump. Patient stated they got a code 95 [non-critical memory error] last night on the pump and there was no reservoir or anything set up. When the doctor went to take the morphine out, nothing came out and the pump was empty completely. Patient mentioned the doctor could not give the patient the dosage with the clinician programmer. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.